Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the system intermittently goes into shutdown mode. Umbilical plate was loose as well as the turn key. Tightened plate and turn key and verified system functions properly. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was intermittently requiring a system reboot after the user left in standby mode. There was no patient present when this issue was identified. No additional details were provided.